Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient went to the hospital and was treated with unspecified antibiotics for the event; however, it was not reported if the patient was hospitalized. At the time of this report, the event "lasted over five days", cleared up with antibiotics and recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.